Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping device indicating the unit has a speaker malfunction and they do not hear any audio from the mx40. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.